Event description:
The following pop-up message was displayed: "unrecognized database format 'c:\ela\manager\database\files pdf-mdb'. However, the programmer remains functional. Preliminary investigations confirmed the reported behaviour and revealed that it could be related to the simultaneous access by two instances of manager software, due to synchronization error in software.

Event description:
The following pop-up message was displayed: "unrecognized database format 'c:\ela\manager\database\files pdf-mdb'. However, the programmer remains functional. Preliminary investigations confirmed the reported behaviour and revealed that it could be related to the simultaneous access by two instances of manager software, due to synchronization error in software.